Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section h6 was updated. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the touch screen cannot be controlled, the device displayed error code e433 and the unit restarts due to hardware failure and a defective generator board was also found. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high frequency unit "esg-400" touch screen could not be controlled. The device was returned for evaluation. During the device evaluation, the device displayed error code e433 and the unit restarts due to hardware failure. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Correction: d3, g1, h11. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.